Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms and was not capturing. A fracture was suspected and a revision procedure was performed. The lead was removed from service and successfully replaced. No adverse patient effects were reported.